Event description:
Endotracheal tube is unable to hold connector which require to connect to circuit of ventilator to provide ventilation.

Manufacturer narrative:
Interruption in therapy caused the patient to be re-intubated. The inability for the connector to be held and required to be connected to the circuit of ventilator would cause an interruption in therapy. The incident would require intervention; a deflated cuff could cause loss of delivered volume the complaint of "endotracheal tube is unable to hold connector which require to connect to circuit of ventilator to provide ventilation" regarding part h-pfhv-75 was not confirmed due to lack of photo or sample. The root cause cannot be determined but could possibly be a result of an incompatible connector. A risk assessment was performed using RMA-20024b, rev 1 and the severity rating was determined to be 8/10 which does require the initiation of a CAPA. There have been 0 complaints against h-pfhv-75 in the past 24 months. An inventory analysis was completed and no non-conformances were found. A resolution letter was sent to the customer.

Manufacturer narrative:
Interruption in therapy caused the patient to be re-intubated. The inability for the connector to be held and required to be connected to the circuit of ventilator would cause an interruption in therapy. The incident would require intervention; a deflated cuff could cause loss of delivered volume.

Event description:
Endotracheal tube is unable to hold connector which require to connect to circuit of ventilator to provide ventilation.